Event description:
The customer reported, the battery won't charge. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the battery won't charge. There was no report of pt involvement. The unit was evaluated by a philips field service engineer and the symptom was verified. The battery was replaced to resolve the reported issue.